Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutni results for one patient above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer. In addition, a second patient sample resulted in the risk stratification range. The result for patient two was reported out of the laboratory. Patient one was transferred to another facility where a negative troponin result was obtained. The original samples were repeated on this instrument and upon repeat: patient one produced lower result within the normal reference range. Patient two produced an erroneous result above the ami cut-off.

Manufacturer narrative:
The samples are collected in greiner lihep plasma tubes with a gel separator. The samples were normal in appearance and were analyzed from a sample cup. Qc for all three levels were within the customers established ranges pre and post the event. On (B)(4) 2010, the customer performed routine system check, which passed within instrument specifications. A bci field service engineer (fse) performed high sensitivity system check, which passed within instrument specifications. Fse verified unit hardware and replaced the transducer proactively and performed alignment on the unit. Fse performed routine system check and an accutni precision test; which both passed within the instrument specifications. A clear root cause can not be determined from this event.